Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and a malfunction alarm occurred. Customer¿s blood glucose was 254 mg/dl at the time of the event. Customer administered a manual injection to address the issue. Customer reverted to insulin pens for diabetes management. Customer declined any further assistance from tandem technical support.